Event description:
The medtronic stealth drill (new-owned) began visibly smoking and glowing, resembling a "candle". Drill was passed directly from the surgeon to the surgical technician, it was wrapped in multiple wet laps to cool the drill per IFU (instructions for use), it was then disconnected and removed from the room. Second medtronic stealth drill (new-owned) was brought into the room, this drill required multiple burrs to complete the procedure, due to the second medtronic stealth drill also exhibiting overheating issues. Staff followed IFU steps for the drills. Ref report: mw5170453.